Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported issue; however, the device was found to be over infusing. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump under delivered during testing. No patient injury was reported.